Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the heparin gtt was incorrectly programmed and infused as "non-weight-based dosing" infusion (units/hr) which caused the patient to receive subtherapeutic doses of heparin. The customer requests an enhancement feature to have clinical advisory alert be displayed in red with the alert message to avoid potential incorrect deliveries. There was no patient harm.